Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. Near the conclusion of the ablation procedure as the physician was re-mapping the pulmonary veins, the patient became hypotensive. An echocardiogram revealed a cardiac tamponade. The physician performed a pericardiocentesis which stabilized the patient. The patient was doing well at the time of this report. The physician noted no performance issues with any sjm device.